Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. A lens work order search was performed. No similar complaints found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -13.0/2.5/111, implantable collamer lens got stuck in cartridge or injection system. There was patient contact but no patient injury. Cause of event was unknown. Problem resolved was reported.